Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a intermittent issue that center button won't respond. The customer¿s blood glucose level was 135 mg/dl. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states pressing menu button does not take them to the menu screen. Customer states using the up arrow allows them to navigate screens. Customer states using the down arrow allows them to navigate screens. Customer states that the block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated the button was not unresponsive during an easy bolus attempt. Customer stated that the buttons are not responding. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.